Event description:
Additional information received indicates that the patient was seen in clinic and the insertable cardiac monitor was unable to be interrogated despite all troubleshooting attempts, including extended magnet placement. An error message was noted upon attempted interrogation.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.